Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leak was found after opening the tracheostomy kit. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 11/1/2024. One used decontaminated sample was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed and after twelve hours the cuff was still fully inflated. The complaint could not be confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No further action was taken.